Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: "material #: 364314. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe the blood leaked from the plunger. The following information was provided by the initial reporter. The customer stated: "during using the abg, the blood leaked from the plunger of blood collection device."